Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault (not following instructions). Installed patch 6.19 and did a photonic and chemical o2 calibrations on unit. Ran unit to check for any error codes popped back up. No codes popped up, unit passed est testing.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. The customer consulted a vyaire medical representative consulted with (B)(6), config assist had the fio2 disabled. The unit had o2 disable. The customer was not comfortable having it run on patient and put it offline. Respiratory therapist (rt) staff claimed that it went inoperable with unspecified cause. The unit had no error codes and will perform complete calibration assist and check if its enable. Fio2 was also found disabled and re-enabled due to patch 6.18 (software update). Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having a display issue. The o2 is displaying in the settings and monitor bar "disabled". When the end user downloads the data, the grey bar is not showing but it displayed as "writing to usb". Furthermore, there was no patient reported associated with this event.